Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, adjustments were made as a preventive measure. The root cause of the reported event could not be determined, as the system met specification. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported two patients with anterior tears during laser assisted cataract surgery. The surgeon noticed a denser than normal white ring around the anterior capsule at the location of the capsulotomy. The surgeon noted the system delivered more energy than usual. The energy level was lowered and the capsulotomy of the last patient was better but the surgeon was unable to enter the primary incision. The surgeon stated that he was having difficulty entering the primary and secondary incisions of cases over the last month. No additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
The reported anterior tears were not associated with any system issues.